Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s family member  that the patient`s implantable pulse generator (ipg) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.